Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number (B)(4). Reported events - 2 events were reported for this quarter. Product return status - 2 devices were available for evaluation but have not yet been received. Additional information - this device was not labeled for single-use. This device was not reprocessed and reused.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device reportedly overheated. 2 events had no information received.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device reportedly overheated. 2 events had no information received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale 2 total events were initially reported. 2 previously reported events are included in this follow-up record.   Product return status 2 devices were received.   Event confirmation status 1 reported event was confirmed; the cause traced to component failure. 1 reported event was not confirmed. Evaluation results 1 device was found to be affected by a worn bearing. 1 devices had no device problem found.